Manufacturer narrative:
Approximate age of device: 43 months. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found unresponsive at home with no batteries connected. The patient passed away and the hospital does not have any other additional details on the event. The log file was submitted to the manufacturer for review and showed multiple low battery advisory/low voltage alarms while the patient was connected to batteries. Then there was a power cable disconnect event where the patient connected to the power module and stayed connected for approximately 9 hours. Subsequently, there was a loss of power to the system controller, causing the pump to stop and reset the internal clock. Once power was restored, it appeared to run with no adverse events recorded.